Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, on channel was left extra-cochlear during implantation surgery. Further it is reported that the facial nerve was damaged during surgery causing facial paralysis. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing showed affected channels. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. Temporal bone CT imaging will be performed.